Manufacturer narrative:
Customer did not have product available. Impossible to determine model, serial number, MFR date and 510k number.

Event description:
Customer ran blood tests on his contour system and received results of 210 and 310mg/dl. He ran tests on another meter and received results of 154 and 220 mg/dl. The difference between comparison results of 310 and 154 falls in the "c" zone of the consensus error grid. No adverse events alleged. Customer did not have products available for troubleshooting. Unable to get product info. No product expected to be returned for eval.